Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that upon opening of a smiths medical legacy plus pump, a no disposable clamp tubing alarm was noted. No adverse effects were reported.